Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 8/13/2020 that a sign im nail implanted to repair a fracture was replaced due to a non-union with instability. The im nail was replaced with a 10mm x 320mm standard im nail per the sign technique manual. Surgeon comment: "she got injury to rt thigh due to rta sustained on (B)(6) 2019. For which orif with retrograde femoral nailing was done on (B)(6) 2019. Now, patient complaint with knee pain and stiffness. Finding - previous nail small and unstable due to miss proximal lock screw. So, exchange nailing with bone graft with larger size was done."